Manufacturer narrative:
The leads and cls are not available for saluda analysis. Without the return of the devices, it is not possible to reach a definitive root cause. The cause of the infection remains unknown. The evoke system user manual states "potential risks of implantation and use of a scs system [includes] infection that may require hospitalization." The manufacturing records including sterilization records were reviewed and confirmed that the product met requirements for release.

Event description:
During the patient¿s trial period with an evoke spinal cord stimulation system, the patient was admitted to the hospital with a wound infection. The scs system was explanted and antibiotics were administered.